Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 30ga 1/2in experienced a needle that broke. The following information was provided by the initial reporter: when he injected himself, the one needle bended and the other needle broke.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 191017. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. One picture sample displayed a needle assembled to a caverjet syringe, in which the cannula was observed bent. The second picture displayed a needle product with the cannula broken at the hub connection. As no issues were detected during the production process, an exact cause related to the manufacturing process could not be determined for the bent needle. Per the provided feedback, it is understood that the needle was not bent prior to use. Therefore, we cannot exclude the handling of the product in the user environment as a possible cause for the bent needle. It is suggested that retraining be performed, to ensure that the needles are injected properly in the correct areas with a 90º angle of penetration. The cannula used to manufacture the microlance needles is tested against rigidity and fatigue resistance. In regards to the defect of needle breakage, the picture provided shows the presence of adhesive on the top of the hub component and a short piece of the cannula assembled. This indicates that the cannula was properly assembled to the hub and was broken after this assembly. Per the provided feedback, it is understood that the needle was not broken prior to use; therefore, it is possible that the handling of the product in the user environment had an implication in the reported defect. As the affected needle is unavailable for evaluation, an exact cause cannot be determined.

Event description:
It was reported that the needle 30ga 1/2in experienced a needle that broke. The following information was provided by the initial reporter: when he injected himself, the one needle bended and the other needle broke.